Event description:
It was reported that when the devices were used during a endo sigma, the devices did not staple and cut completely. Another device was used to complete the case. There was no consequence to the pt.